Event description:
Caller (pt's daughter) alleged lot to lot variability with inratio meter. Caller tested pt in the morning and felt that the first two tests were too low. They were more comfortable with the result from the last test and states that the lot has been performing fine so far. Results as follows: date: (B)(6) 2012, inratio: 1.6 (lot #272417), 1.2 (lot #272417); 1.8 (lot #270162). Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.